Event description:
It was reported that during a biopsy procedure, the driver did not calibrate and returned to the start screen without any command. It was further reported that the pedal calibrated successfully but asked us to remove the driver after collecting the two to three fragments, furthermore, the driver calibrates correctly, however the system returns to the home screen without any commands. Reportedly, the communication issue has been occurred between the driver or foot pedal and the source of communication failure could not be identified. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a DHR and manufacturing review was not required as the device was not returned. Investigation summary: the physical device was not returned for evaluation. No photos or videos were provided for review. Therefore, the investigation is inconclusive for the alleged issue as no objective evidence was provided for review. A definitive root cause for the reported communication issue could not be determined based upon the provided information. Labeling review: the labeling/packaging review was not required as the reported event is not associated with a labeling, packaging, or use related issue. H10: g3, h6 (method). H11: d4 (unique identifier (UDI) #), h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the driver did not calibrate and returned to the start screen without any command. It was further reported that the pedal calibrated successfully but asked us to remove the driver after collecting the two to three fragments, furthermore, the driver calibrates correctly, however the system returns to the home screen without any commands. Reportedly, the communication issue has been occurred between the driver or foot pedal and the source of communication failure could not be identified. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected, and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the encor driver serial number dybsg028 was received at the bard brasil ind e com ltda. The encor driver was visually inspected upon receipt and was found to be in good physical condition. The device was functionally tested and passed the tests during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported communication issue. The root cause for reported communication issue cannot be determined as the problem could not be reproduced. Labeling review: the labeling/packaging review was not required as the reported event is not associated with a labeling, packaging, or use related issue. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the driver did not calibrate and returned to the start screen without any command. It was further reported that the pedal calibrated successfully but asked us to remove the driver after collecting the two to three fragments, furthermore, the driver calibrates correctly, however the system returns to the home screen without any commands. Reportedly, the communication issue has been occurred between the driver or foot pedal and the source of communication failure could not be identified. There was no reported patient injury.